Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer reported that the display was not blank less than 30 seconds and did not return but insert battery appeared on the screen after troubleshooting. The customer mentioned that the spring was corroded. The customer also reported that there was a small crack at the back near the belt clip area. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. No corrosion or moisture damage on the inside of the battery tube or on the electronics assembly, motor, and force sensor noted during visual inspection. Device was received with the broken belt clip rails, case cracked behind the insulin pump at the corner of the belt clip rails and cracked battery tube threads.